Manufacturer narrative:
Diagnostic and functional testing was performed at philips bench repair. Results of functional testing indicate that the speaker is inoperable, it did not produce sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the repair was completed and was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue x3 displays a speaker malfunction error message. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.